Event description:
It was reported that during the implant procedure, low sensing and low pacing lead impedance were observed. The lead was not implanted and was replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.